Manufacturer narrative:
(B)(4).  Physio-control continues to investigate the reported failure and will submit a supplemental report on this event to the FDA as provided by 21 cfr 803.56.

Event description:
The customer reported that their device was showing all three icons (attention, service wrench and charge-pak). &#1288;e three icons showing is an indication that the device may not have sufficient power to provide effective defibrillation therapy to a patient, if needed. There was no report of any patient use associated with the reported issue.

Manufacturer narrative:
Physio-control has not received any response from the customer regarding the device return for evaluation.  The device has not been returned to physio-control for evaluation.  The cause of the reported issue could not be determined.

Manufacturer narrative:
The device was returned to the third party service agent in (B)(4) where the reported issue was verified.  The device was returned to physio-control and evaluated in the failure analysis center.  Physio verified that the device had all three icons illuminated and would no longer power on and determined that the cause of the reported issue was a failure of the digital pcb assembly. The digital pcb assembly caused the internal hlc batteries to become depleted.